Manufacturer narrative:
Sensor 0m000dwedhd has been returned and investigated. The sensor plug is fully seated and no issues were observed. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Inspected the plug assembly, no issues were observed. The current was applied to the sensor to perform linearity testing while in the test fixture. All results were within specification. No malfunction or product deficiency was identified. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caregiver reported low values when scanning the adc freestyle libre sensor. The caregiver obtained a sensor scan of 200-240 mg/dl with no comparisons blood glucose test. On 22-jan-2021, the customer experienced nausea, vomiting, and severe stomach pain, and emergency services were called. It is unknown if treatment was provided by emergency services. The customer was taken to the hospital where an hcp blood glucose of 600 mg/dl compared to a sensor scan of 280 mg/dl- 300 mg/dl, and a ph of "around 7.0" were obtained. The customer was diagnosed with dka and treated with an injection of insulin and "amoksiklav'. It was further reported the customer was hospitalized for 7 days. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. Dhrs for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caregiver reported low values when scanning the adc freestyle libre sensor. The caregiver obtained a sensor scan of 200-240 mg/dl with no comparisons blood glucose test. On (B)(6) 2021, the customer experienced nausea, vomiting, and severe stomach pain, and emergency services were called. It is unknown if treatment was provided by emergency services. The customer was taken to the hospital where an hcp blood glucose of 600 mg/dl compared to a sensor scan of 280 mg/dl- 300 mg/dl, and a ph of "around 7.0" were obtained. The customer was diagnosed with dka and treated with an injection of insulin and "amoksiklav'. It was further reported the customer was hospitalized for 7 days. There was no report of death or permanent injury associated with this event.